Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: 1. What were the indications for surgery? Colorectal 2. Were there any issues experienced with the device in the initial surgical procedure? No 3. What color setting was selected on the devices and what was the sequence of the firings? Gold 4. What specific anatomical structures was the device fired on? Sigmoid 5. Were other stapling or suturing devices used when creating the anastomosis? No 6. Was a leak test performed? If so, what was the result? No 7. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. No info 8. Was there an alleged deficiency with the circular stapler used as well? No, cdh was not used in this surgery. 9. How was the leak addressed? No info 10. What is the current status of the patient? Passed away. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, when were the staple formation issues identified? Please also describe the shape and any further details on the specific staple line and location along the staple line. What was observed at the site of the leak at reoperation? How was the leak addressed in the reoperation? Can a detailed timeline of events, operative notes, or an autopsy report be provided? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What color setting was selected on the devices and what was the sequence of the firings? What specific anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Was a leak test performed? If so, what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Was there an alleged deficiency with the circular stapler used as well? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported a patient had an anastomotic leak. Lar was performed on the patient by surgeons from the primary hospital on (B)(6) 2019 and another hospital on (B)(6) 2019 respectively. The anastomosis site was located quite high in patient¿s colon and could not be reached by intraluminal circular stapler (cdh), hence the operation was conducted using ethicon ntlc 75 and 3 pieces of sr75. On (B)(6) (post-op), a CT scan was performed and indicated that there was an anastomotic leak on the patient.